Event description:
Report received from (B)(6) stating that the device needed service. During servicing, the device was found to be overheating and failed the temperature verification test. It is unknown if the device was used during surgery. It is also unknown if there was any patient or user injury, medical intervention or surgical delay related to the event. The date of event is unknown. No additional information available.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the condition of "heat" could be confirmed. During service, the device was found to be overheating, failed the temperature verification test. If additional information becomes available a supplemental report will be submitted. (B)(4).